Event description:
It has been reported to us that during the procedure, the occlusion balloon deflated. The physician inserted the occlusion balloon wire into the pt. The physician inflated the occlusion balloon pre-dilatation to deploy the stent and the extension wire was dislodged from the hypotube. At some point during the procedure, the occlusion balloon had become deflated. The device was removed from the pt. The procedure was completed without occlusion. The pt is reported to be fine.

Manufacturer narrative:
(B) (4). Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.